Event description:
It was found that torque wrench has broken when it was checked upon the inspection of the returned loaner kit from the hospital. According to sr, during mantis surgery when the surgeon was finally tightening the blocker the tip of the torque wrench broke. It happened on the 10th blocker.

Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental. Method, results and conclusion codes will be made available following an engineering eval.